Event description:
The physician was treating a female pt who presented with a very hard right mca occlusion. The pt was treated 8 hours post symptom onset and was beyond the window for tpa treatment. The pt also had an aneurysm. The physician deployed the retriever x6 and was able to engage the clot; however, the retriever got stuck in the clot in the mca and fractured. The physician did not attempt to retrieve the tip because the pt had a pre-existing aneurysm proximal to the clot and tip. The physician indicated that the microcatheter could not be positioned in accordance with the IFU (also as to reduce the risk of fracture) because of the pt's anatomy. No pt injury/adverse clinical sequelae occurred that was directly related to the fracture of the retriever.